Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized for over a month due to a high blood glucose level. Caller stated that the customer lost consciousness and was taken to the emergency room. Blood glucose level at the time of the incident was over 500 mg/dl. Customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was120 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, and delivery accuracy tests. No trace check, unexpected restart or displayable history alarms were noted during testing. However, a displayable history alarm was found in the alarm history file due to a corrupted history file. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.